Event description:
It was reported that there was event with a electrode. According to the information received, the device broke off during surgery while wiping the hook on a compress. No patients harm reported. No parts fell in situ. Additional infromation is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Investigation revealed that the distal tip was broken off. The tip and the shaft is heavily bent. There is no sign of corrosion at the broken area. According to the information received and the investigation results is assumed that the device was exerted by too much force and cause it to bend and the break. Therefore, the most probable root cause is usage-related. The event is filed under internal karl storz complaint ID (B)(4).